Event description:
(B)(4). After having essure placed, I suffered sharp pain in left ovary area every day for the last two years. I started having inflammation in my upper and lower back and neck. I started having heart palpitations, which resulted in lots of testing including a cardiac catheterization which showed nothing wrong with my heart. I suffer from chronic stomach pain, dental issues, and inflammation in my entire body causing me pain. I have also suffered hair loss and joint pain.